Event description:
It was reported that the implantable cardioverter defibrillator (ICD} system exhibited a high pace impedance measurement of 1923 ohms on the right ventricular (rv} lead. The rv pace impedance was noted to have previously been approximately 1100 ohms. These measurements are high but within normal specification limits. The physician stated that all other rv lead values are within normal specification limits. The rv lead is not a boston scientific product. The boston scientific representative stated the plan is for the physician to monitor the issue for one month and check the patient again. The patient was indicated to not have remote monitoring and the representative indicated they will try to get the patient a communicator so they can be followed remotely. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).